Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. It is possible that the event was due to physical stress and/or chemical stress. Moreover, the event may have been due to poor environment of storing (direct rays of the sun, too hot, highly humid, exposed to x-ray/ultra violet ray, etc.) And/or deterioration by aging, as well. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. No other similar complaints for the same device have been reported by this facility. One other similar complaint has been reported by another facility for the same device. No repairs were performed by olympus on this device in the past year. The IFU(operation manual) alerts on adding outer stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The IFU(reprocessing manual) alerts on the method of cleaning and storing the scope as follows: 1.4 precautions: in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage)prior to each patient procedure. Do not use the equipment if any irregularity is found. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the issue was confirmed, a leaking from the scope channel was found. Fluid invasion of the objective lens was causing a foggy image. The forceps passage channel was scraped, and the insertion tube was peeling due to chemical damage. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a leak at the end tip of the scope. No patient involvement or injuries were reported. No additional information has been obtained.